Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you clarify the event "the staple lines were not closed properly." The stapling was performed completely; however, some of the staple lines got opened. Was the staple line complete? Yes. If not, was the staple line interrupted? Na. There were staples not present/visible on any portion of the staple line? Na. What was the appearance of the deployed staples (b-formation, irregular, legs straight)? Irregular and legs straight.

Event description:
It was reported that during an unknown procedure, after stapling with the reload it was noted that the staple lines were not closing properly, therefore, it was necessary to use two additional loads to correct the fault. There was no adverse event to the patient.

Manufacturer narrative:
(B)(4). Batch # = m54314. The analysis results showed that one ecr60b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.